Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty two devices. The visual inspection of the open samples noted one needle and two sutures. The needle was observed to be attached to one of the sutures. The retainers were inspected with no abnormalities. The visual inspection and functional evaluation of the sealed samples had acceptable results. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the two threads broke. New suture was used to complete the case. There was no patient injury.